Event description:
The esop stem and the atlas cup pulled free. Dr claims there was an emptyness around both parts. Cotyloidal bottom is caved in. Head is not worn out. Granuloma-black liquid kept for anaysis. Total prosthesis has been changed.